Manufacturer narrative:
This report is for an unknown nail head elements: hip screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a sub trochanter surgery the nail would not properly connect to the connecting screws due to a mismatch of the thread on nail and the hip screws alignment was missing. The surgery was successfully completed using a second set with a twenty (20) minute delay. This report is for one (1) unknown nail head elements: hip screw. This is report 2 of 2 for (B)(4).